Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's grandmother reported on behalf of the patient that their blood glucose level reached 25 mmol/l (450 mg/dl), while wearing the pod between 5 and 24 hours on the arm. The grandmother reported the cannula had inserted into the patient's skin and the pink slide insert had moved into the viewing window, indicating the needle mechanism deployed as intended during activation. However, when the pod was removed the cannula was not visible. Treatment information was not provided.